Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5166472.

Event description:
It was reported via voluntary medwatch that the left ventricular (lv) lead exhibited noise oversensing. An inappropriate shock was delivered. Additionally, the therapy was programmed off. No additional adverse patient effects were reported. The lv lead remains in service.